Event description:
Two catheters broke, and each had made the knocking noise. She also was having trouble removing the catheter. I was in the field and transferred her over to josh to aid in troubleshooting. While attempting to remove the catheter the catheter would not release. After powering off the console and applying additional force, the catheter was successfully removed.

Manufacturer narrative:
Two returned catheters showed damage consistent with friction-related failure. The first catheter had multiple kinks and buckling under the torque-wire cover. The second catheter had a jammed pullback mechanism, no light output, buckling, and a fiber break at the sc connector. Both failure modes matched the reported knocking and removal difficulty. CAPA c23-009 addresses this issue.